Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and a review of the logs. All cables were re-seated which resolved the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the ventilator was operated for 5-10 minutes after switching on; after that the inscription appeared on the screen: contact the service. There was no report of patient involvement.